Event description:
Hosptial personnel responded to a patient in the med-surg/telemetry unit, condition unknown. The device was connected to the patient for external pacing. According to the reporter, the device alarmed and would not pace the patient. A backup device was called for and used and no adverse effects to the patient were reported as a result of the alleged malfunction.